Event description:
It has been reported that the patient received a cls spotorno 135 stem, size 10.00 12/14 on (B)(6) 2012 and due to infection and circulation instability, the patient has to undergo revision surgery on (B)(6) 2012.

Manufacturer narrative:
The manufacturer did not receive the device to be investigated. The cause for this specific clinical event cannot be ascertained from the information provided. Once the product has been received and the evaluation result has been received, an updated report will be submitted. (B)(4).